Event description:
Customer reported that the down arrow button on the insulin pump is not working and she is not able to bolus. Blood glucose value is 390 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.